Event description:
Device 1 of 3 . Reference MFR. Report: 3006705815-2018-02043. Reference MFR. Report: 3006705815-2018-02044.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-02043, reference MFR. Report: 3006705815-2018-02044. It was reported the patient experienced unpleasant sensations with stimulation. Diagnostic testing indicated high impedances on both leads. X-rays revealed the leads had possibly pulled out of the ipg header. Per the patient's request, the entire system was explanted on (B)(6) 2018.